Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found that the recharge antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reports difficulty with distance telemetry. Seen in clinic. Confirmed that distance telemetry works only at a maximum distance of approximately 6 inches between the ipg and the patient programmer. Directed patient to call pats to discuss warranty exchange of the pp. The cause was unknown, although the patient points out a temporal correlation between the onset of this difficulty and a solar flare that he heard happened about a month ago. Patient with two implanted stimulation systems (both model 97715). Compared telemetry ranges with both. Issue was not resolved. Additional information was received from the manufacturer representative (rep) reporting that actions taken to address the telemetry issue of only working at a maximum distance of about 6 inches, was the rep repeated testing with different devices as guided by patient services. It was indicated that the patient¿s claim of telemetry difficulty and solar flare couldn¿t be confirmed. The rep couldn¿t confirm either the relationship between the patient¿s difficulty and a solar flare. The rep stated that they wouldn¿t even know where to begin to address this. It was unknown if the issue had been resolved. They stated that the rep¿s last contact with the patient was on the date of the initial report. At that time, they directed the patient to follow-up with patient services. It was indicated that the rep never had any follow-up to know if that had happened. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was reported that the patient called stating that he was having an issue with his scs. Made an appointment to see him on (B)(6) 2022 and his battery was discharged. Rep sent patient home charging and rescheduled to see his tomorrow, (B)(6) 2022. Will update after his appointment additional information was received from the manufacturer representative (rep) reporting that the patient was seen and the patient was still having distance telemetry issues, but they were receiving adequate therapy at the time of the appointment. Rep reported it was decided to replace the patient's intellis battery with a new intellis battery. This was done on may 16, 2023 with no issues. The patient did not have his device activated after surgery but will have it activated at the office 10-14 days post-op. No other issues at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.